Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. On an unreported date, subsequent to the hospital admission date for another indication, the patient experienced peritonitis manifested by an elevated white blood cell count. On an unreported date, the patient started treatment for the peritonitis with cipro ([ciprofloxacin], 500 milligrams [mg], 1 tablet, 2 times a day for 10 days, route of administration not reported) and keflex (500 mg, 1 tablet, 3 times a day for 10 days, route of administration not reported). At the time of this report, treatments with cipro and keflex were ongoing. The patient was discharged from the hospital three days after being admitted. At the time of this report, the peritonitis was resolving, the patient was recovering from the event, and dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown, therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.